Manufacturer narrative:
Initial.

Event description:
It was reported that insulin was leaking from the open plunger end of the ilet cartridge reservoir, which corresponded with elevated blood glucose readings up to 354 mg/dl and increased but ineffective correction dosing; the user completed a cartridge, connector, and tubing change and continued using the same infusion site, after which the pump functioned and glucose trended down to 254 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue in the reservoir component, aligning with a device leak/splash problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.